Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unknown procedure, the device became not to be activated. Another device was used to complete the case. There were no adverse consequences to the patient.